Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 91 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 91 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer will be using insulin by manual injection. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised the alarm did not detect reservoir.

Manufacturer narrative:
Motor error alarm during rewind due motor gearbox jammed. Unable to verify for motor position encoder error, prime alarm and unable to perform basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test due to constant motor error alarm. The insulin pump received with cracked reservoir tube lip.